Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer device was not detected on bus. A field service engineer (fse) found cubie in drawer 1.2 not detected, rebooted the station via remote support, and the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error message displayed device was not detected on bus and six drawers stated the same message, indicating they were not being detected by the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.